Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error. The customer's blood glucose level was 8.1 mmol/l at time of incident. Customer states seeing a pump error on the screen. Troubleshooting were not able to clear the alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up- plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with blank display due to corroded electronic assemblies. Unable to verify a broken force sensor or critical pump error due to blank display. The insulin pump received with corroded battery tube and corroded motor home switch.